Event description:
Splintering leg holder rails. Carbon fiber is splintering and pitting. Screws falling out. Tka case.

Manufacturer narrative:
Reported event: -customer reported splintering leg holder rails and screws falling out. Device evaluation and results: -device evaluation was performed and the splintering was confirmed. Screws falling out could not be confirmed. Device history review: -review of the device history records indicate (B)(4) devices were manufactured and inspected on 08-17-17 and were accepted with no reported discrepancies complaint history review: -based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the base bar assembly. There has been no other events for the referenced lot number. Conclusions: -the base bar assembly shows signs of wear. Very small chips on the bar can be observed. Pitting is common due to the manufacturing process. No missing or loose screws observed. Corrective action/preventive action: -as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Splintering leg holder rails. Carbon fiber is splintering and pitting. Screws falling out. Tka case.